Event description:
Contact in italy reports that during removal of the mitek rigidfix sleeve a portion of the device was broken off in the bone. Surgeon decided to leave the fragment embedded in the bone. Contact reported no patient injury. If this were to recur it could result in surgical intervention to remove the fragment.